Event description:
The customer contact reported the pt received more medication than intended. Line b of the device was programmed to deliver piperacillin and tazobactam 4.5 grams/100 ml, at a rate of 100 ml/hr with a vtbi (volume to be infused) of 100 ml, for a duration of 1 hour, and the delivery was started. The customer contact indicated the delivery was complete in 18 minutes instead of 1 hour as intended. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).